Manufacturer narrative:
Investigation results: a review of product history for the past 2 years shows no similar reported events. To date, the saw blade has not been received for evaluation. A follow-up report will be filed once the saw blade is received and an investigation has been completed.

Event description:
It was reported that while using this saw blade in a right total knee procedure, 2 pieces of metal were obseved in the wound. The two pieces of metal were retrieved and there was no injury associated with this event. It was reported that the procedure was completed as intended with another saw blade without further problems.